Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: 0012867007); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, an unspecified conduction disturbance occurred and the patient left the implant procedure with temporary pacing. One day following the implant procedure, intrinsic rhythm appeared and pacing was removed. The following day, complete heart block (chb) was observed and cardiac arrest occurred. Subsequently, the patient was monitored in the coronary care unit (ccu).

Event description:
Additional information received indicated that during the transcatheter valve implant procedure complete heart block developed. Unspecified medication was required for the cardiac arrest. A permanent pacemaker was implanted as result of this event.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, an unspecified conduction disturbance occurred and the patient left the implant procedure with temporary pacing. One day following the implant procedure, intrinsic rhythm appeared and pacing was removed. The following day, complete heart block (chb) was observed and cardiac arrest occurred. Subsequently, the patient was monitored in the coronary care unit (ccu). Additional information received indicated that during the transcatheter valve implant procedure complete heart block developed. Unspecified medication was required for the cardiac arrest. A permanent pacemaker was implanted as result of this event. Additional information was received that the permanent pacemaker was implanted two days following the implant of the valve.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.